Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure and low minute ventilation. The ventilator has stopped delivering airflow and the patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The peeling of the air path assembly foam blocked the flow route and it caused a flow to come out improperly to be the cause for the reported event. The device's inlet air path was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure and low minute ventilation. The ventilator has stopped delivering airflow and the patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The peeling of the air path assembly foam blocked the flow route and it caused a flow to come out improperly to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure and low minute ventilation. The ventilator has stopped delivering airflow and the patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The peeling of the air path assembly foam blocked the flow route, and it caused a flow to come out improperly to be the cause for the reported event. The device's inlet air path was replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report. In the previous report, section h1 type of reportable event, was inadvertently selected as "serious injury". It has been corrected to "product problem" on this report.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and low minute ventilation. The ventilator has stopped delivering airflow and the patient required to be manually ventilated with a resuscitation bag. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.